Event description:
When filling the forane vaporizer on our new drager apollo anesthesia machines, it was noted that if any of the agent is allowed to spill or drip during filling, it drips onto the co2 water trap assembly and quickly attacks the plastic material and destroys the water trap.